Event description:
: It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose displayed as "high"; however, specific value was not provided. The customer was treated with intravenous fluids of saline and insulin. The customer was released 05/28/2026 with the issue resolved and no permanent damage. Reportedly, the cartridge was used beyond labeling. Tandem technical support educated the customer on cartridge labeling.